Manufacturer narrative:
Initial reportrer phone number (B)(6).

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor and no sound was coming from the device. No patient involvement.